Event description:
The customer contact reported unrequested bolus dose delivered. On an unspecified date and time the device was programmed to deliver morphine 1 mg/ml, in the pca only mode, with a 1 mg pca dose. A 10 minute pt lock out, and a 20 mg 4 hour dose limit. On (B)(6)2013 at 0700 during shift change, the nurse noted the display indicated 10 demands had been requested; however, the display indicated 19 mg had been delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.94 ml from an unexpected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- ml ((B)(4)). No unrequested bolus delivery was noted throughout the testing procedures. The device was received without a pt pendant. Testing was conducted using a test pt pendant. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicated that on (B)(6) 2013 between 1818 and 2337, the device was turned on, the device was programmed to deliver a drug concentration of 1 mg/ml, in the pca only mode, with a 1 mg pca dose, a 10 min lockout, a 20 mg 4 hour dose limit, the door was locked and there were two 1 mg pt initiated deliveries. A new stamp (B)(6) 2013 occurred. Between 0023 and 0214, there were 2 pt initiated deliveries, 4.0 mg totals cleared, and door was opened and locked once. Between 0256 and 0937, there were 25 pt initiated deliveries and 8 unmet demands. Between 1020 and 1038, there was one 0.5 mg partial pt initiated delivery, one empty syringe alarm, door was opened 4 times, 4 vial alarms, 2 check syringe alarms, 1 check injector alarm, 1 unmet demand, 25.5 mg totals cleared, door was locked 3 times and the device was powered off. A review of the history indicates that the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.